Event description:
I had a right total hip replacement on (B)(6) 2008. I received the depuy asr acetabular cup size 50, depuy asr unipolar femoral implant, depuy summit porocoat taper sz 3 std offset, and the depuy asr taper sleeve adaptor. Prior to the surgery, I had severe right hip pain and difficulty walking. This pain has increased since the surgery with walking and weight bearing. It is difficult to raise my right leg to go up and down stairs. The right leg feels weak, and the hip is painful. I have pain in my right groin that radiates to my right outer kneecap. I cannot lay on my right side in bed as it is too painful. The incision site itself, I feel a burning sensation and pain. My right hip joint, I feel sliding and popping. Twice it has brought me to my knees, as I felt like the hip joint totally popped out. Dates of use: (B)(6) 2008 - (B)(6) 2013. Diagnosis or reason for use: right hip arthritis. Therapy on (B)(6) 2008.